Manufacturer narrative:
A philips remote service engineer (rse) reviewed the logs of the primary, it can be seen that all control centers lose the connection to the primary. The primary reports: "there are no active hosts in the zone" for all control panels. The error occurred randomly. Servers are connected redundantly. Switches in the data center had to be restarted because the uplinks were off. Servers could communicate with each other. Routers could not be reached by the server. Monitors had connection losses throughout. No monitor has been installed at the control center anymore. Application is not restarted. Monitors have lost the connection to the headquarters. After restarting the main switches, 80% came back, only for the remaining switches the on-site switches had to be restarted. The servers are redundantly connected and yet the uplink to the router has been lost. Remote analysis of the switch logging revealed no information available prior to 21.01.2026. Not on the router, and not on the two distribution switches an and b after the routers. The rse requested onsite support. A philips senior field specialist went to the customer's site and after consultation with sa (solution architect) made configuration adjustments. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was a failure of the connection between the control center and the server, which led to massive restrictions in the monitoring of the patients, due to the lack of routing. The problem was the connection of the main switches; routers/servers that no longer had a link for no apparent reason. Thus, it was not possible to reach the routers from the servers, but it was possible from the stations. The main switches had to be restarted to solve the link problem. After that, about 80% of the stations came back, for the other 20% they had to restart the switches on site on the station, which have the fiber optic connection to the data center. The device was reported to be in clinical use. No adverse event to the patient or user was reported.